Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 14 mg/dl resulting in a car accident. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated via consumption of carbohydrates and customer was given narcan. No additional information was provided regarding treatment received. Reportedly, customer left the ER 7 hours later with no permanent damage; however, treatment provided by ER caused an elevated bg level as customer was removed from the pump.